Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The patient's pd nurse reported the peritonitis was attributed to the patient not following proper aseptic technique when performing peritoneal dialysis treatments.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient's peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized for peritonitis. Follow up with the pdrn confirmed the patient was hospitalized on (B)(6) 2016 and requested to be discharged on (B)(6) 2016. Patient was re-admitted on (B)(6) 2016 at a different hospital and released home on (B)(6) 2016. Patient was treated with meropenem and vacomycin and upon discharge was prescribed levaquin for two days for two weeks. Organism was reported to be gram negative and staphylococcus. The pdrn reported the peritonitis was attributed to the patient not following proper aseptic technique when performing peritoneal dialysis treatments. Patient is scheduled for retraining in (B)(6) 2016.